Event description:
It was reported the endoscope reprocessor forceps elevator cleaning tube was not connected during cleaning. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was unable to be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.